Manufacturer narrative:
N/a.

Event description:
The following has been reported: missing tab on touch screen ribbon on main pcba broken plastic stud near led status lights broken 2 studs on handle where pneumatics bracket lay replace main pcba board replace front housing replace handle pump placed in bring up mode and sent to the test line pass all stations of the test line front housing" final acceptance provisioned pump to 08 server sent to heratherm loaded into heratherm @ 16:00 and (B)(6) 2026 passed heratherm pulled @ 04:00 (B)(6) 2026 24 hour dwell - complete lvp burn-in test " pass accuracy test - pass electrical safety - pass provision pump to mayo server a preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.